Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "constant air in line" was reproduced as reload set. Evaluation had the device sent to flow line for air in line testing with a failed result due to the reload set (air detector). A review of the event history log revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed ultrasonic sensor. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed constant air-in-line during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.